Event description:
Customer reported experiencing a high blood glucose of over 600 mg/dl. The blood glucose reading at the time of the report was 93 mg/dl. She expressed symptoms of fatigue and excessive thirst. Customer treated for the high blood glucose using the insulin pump. She stated that the drive support cap appeared to be normal and recessed. She found no air bubbles in the tubing and no leaks. Customer ran a manual prime and stated that insulin did exit from the tubing. Customer removed infusion set but did not notice if the cannula seemed to be bent or kinked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.